Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy effluent. The patient was hospitalized for the reported event, but the discharge date was unknown. The cause of the peritonitis was unknown. The treatment included unspecified intraperitoneal, intravenous and oral antibiotics (doses and frequencies not reported). The patient was recovering from the peritonitis and has been retrained on aseptic technique. The actions taken with pd therapy were not reported. No additional information is available.